Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to infection.

Manufacturer narrative:
On (B)(6)2024 independent sales representative, submitted a product feedback form for a revision surgery, stating "potential infection. Previous surgery was performed in 2015 the exact date of previous surgery is not in patient history information. Envois also had not yet acquired the star poly system being revised, so product information was unable to be found." Although information about the original implant is unknown, the replacement implant is listed as pn 99-0028/11f ln 2002144. The revision surgery occurred because of a potential infection. The initial surgery occurred approximately 9 years prior to the revision, so it is unlikely the infection was caused by the original implantation of the device. Other aspects of the patient's medical history, such as subsequent surgeries that could have contributed to an infection, remain unknown. It is unknown if the doctor followed the surgical technique during both the original and revision surgeries, so simulated use testing could not occur. The explanted poly was not returned to the houston site, so visual and dimensional inspection did not occur. Due to the limited information available, the root cause shall remain as unknown.